Manufacturer narrative:
Acmi confirms that sheath is broken. Failure is not result of a manufacturing or design defect. Break occurred as the result of the application excess lateral force when the patient bucked. Reference: (B)(4).

Event description:
During a turp procedure, patient "bucked" and sheath broke while inside patient. Note: patient had previously had a seed implant. Prostate was very hard.